Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2024. Date of event is an approximation. It was reported by the parent that the pediatric patient experienced a skin reaction burning, redness, inflammation, and infection extended beyond the patch perimeter which occurred 5 days after the sensor had been inserted in the arm. The area was prepared with alcohol before placing the sensor on the body and prescription oral medication, "dexmethan" (may be dexamethasone) after beginning (B)(6) 2024. According to the report, the reporter could not remember most details of the doctor's appointment or dosing. There was no documentation of further medical evaluation or intervention for infection and the patient was stable at the time of the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).